Manufacturer narrative:
It was reported that a backup alarm failure had occurred. Onsite service was pending but has been cancelled per customer's request. Customer cancelled onsite service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a backup alarm failure had occurred. The investigation is ongoing.